Event description:
It was reported via merlin.net that the patient's implantable cardioverter defibrillator (ICD) exhibited far field r wave oversensing which resulted in an inappropriate mode switch. The ICD was reprogrammed. The patient was in stable condition.